Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had the implantable neurostimulator (ins) explanted due to having been overdischarged three times. It was additionally reported that the ins was moved on (B)(6) 2013 and that recharge was "not possible anymore." It was stated that an attempt to recharge with a second recharger was also unsuccessful. It was noted that the implant depth was "too deep." It was also noted that the patient had symptoms of "pain." It was reported that the ins was replaced successfully and that the patient was "good" and was receiving "efficient" therapy. It was also noted that "recharge was possible" after replacement. Additional information has been requested. A supplemental report will be filed if additional information becomes available.

Manufacturer narrative:
Product ID: 37754, serial# unknown, implanted: (B)(6) 2011, product type: recharger. (B)(4).